Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on 12/13/2010, 12/16/2010 and 12/17/2010 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she has macular edema, dry eyes, and blurry vision. She reported her eyes were very irritated. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.